Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An healthcare professional reported that ophthalmic cannula gets easily occluded with ophthalmic visco surgical devices (ovds). Patient and procedure details were not reported. Patient impact have not been provided.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Three opened 27 ga hydrodissection cannulas wrapped in paper towels were received for the report of occlusion. The samples were visually inspected and samples 1 and 2 were occluded. Sample 3 was visually conforming. A functional water flow test was performed on sample 3 and deemed non-conforming. Sample 3 was then soaked, and another water flow test was performed and deemed conforming. The particle analysis found the foreign material to most closely match protein for sample 1 and natural fibers for sample 2. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The complaint evaluation confirmed that the returned samples 1 and 2 were occluded. The particle analysis found the foreign material to most closely match protein and natural fibers for samples 1 and 2, respectively. How and when the protein and natural fibers got in the cannulas path flow cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received for the returned sample 3, the investigation concluded that the root cause of the reported occlusion is not determined as the returned sample was conforming for all visual and functional testing. As the root cause and its origin are inconclusive for samples 1 and 2 and met specification for sample 3, further investigative or manufacturing actions are not warranted at this time. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).